Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer became dehydrated and went into a diabetic ketoacidosis. He was hospitalized on (B)(6) 2015. His blood glucose level was over 600 mg/dl. He treated his high blood glucose level with the insulin pump and insulin drip. The customer was wearing his insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.